Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. History list: w2 (battery low) and e2 (battery empty) were found in history. The pump correctly triggered the w2 warning (1060mv) before e2 error (980mv). On (B)(6) 2013 during the battery change, the customer reinserted an empty battery. The pump correctly triggered the w2 warning (battery low 1060 mv). The customers allegation that the pump went in stop modus without error or message could not be reproduced. Consumables: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported the infusion device displayed a w2 (battery low) error message. Mother stated she changed the battery and the error message came again 10 minutes later. Mother reported the infusion device suddenly went into stop mode without an error or message. Mother stated she inserted a new battery and the infusion device works. Mother reported her son's blood glucose level has been elevated since this issue with the highest level of 426 mg/dl. Mother stated after receiving this blood glucose level, she changed to the backup infusion device and the blood glucose level went to a normal level. Patient's normal blood glucose level was not provided. Treatment received was not provided. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.